Manufacturer narrative:
The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaint.

Event description:
Synvisc did not work [therapeutic response decreased]. Osteoarthritis of the left knee [osteoarthritis]. Case description: spontaneous report received on 19-may-2009 from a (B)(6) female pt, initials (B)(6), whose relevant medical history included: osteoarthritis of the knee. The pt received an unk number of synvisc injections into the left knee "about 7 years ago" (approximately 2002). She reported that the synvisc did not work and that she subsequently underwent a left knee replacement 1 year later (approx. 2003). No further info was provided. As of the date of receipt of this report, the pt outcome was unk. F/u info was received from the treating orthopedist on 20-aug-2009. The pt's relevant medical history included: severe grade of left knee osteoarthritis for a duration of "years," prior effusion, joint narrowing, osteophytes, previous treatment with nsaids (nonsteroidal antiinflammatory drugs), previous treatment with steroids, and previous treatment with viscosupplementation. The pt received a series or 3 synvisc injections (lot number unk to orthopedist) into the left knee on (B)(6) 2002. No effusion was collected prior to any of the injections and no exudate was collected after the lest injection. On (B)(6) 2004, the pt underwent a total left knee replacement for the pre-operative diagnosis of "osteoarthritis of the left knee." The event was assessed as unrelated to synvisc and the outcome of the surgery was recovered. The event of "synvisc did not work" was of severe intensity, assessed as unrelated to synvisc, treated via the total left knee replacement on (B)(6) 2004, and the outcome of the event was recovered. No further information was provided. As of the date receipt of this report, the pt outcome was recovered on an unk date. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.